Event description:
It was reported that the patients ipg had reach end of battery life. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.